Manufacturer narrative:
Act button did not respond due to corroded keypad trace. Unable toverify failed battery test alarm due to unresponsive button. No frozenscreen or blank display noted. No moisture damage on electronics andmotor noted. No bubble or moisture damage on reservoir compartmentnoted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had failed battery test alarm and keypad anomaly. The blood glucose at the time of the incident was 139 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.